Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results of 150, 176, 174, 121 and 134mg/dl compared to feelings normal results. This complaint is being reported because the alleged inaccuracy issue failed a control solution test and was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.